Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was reported via phone call, she was having issues with the sensor not being accurate to her readings. She stated the sensor was reading low at 56 or 40 mg/dl and blood glucose was in the 200 mg/dl range. She was concerned due to when she is low she tends to get up and walk out back confused. She stated she has pool in the back and once she had put her ironing board in the branches of the palm tree. Her blood glucose at the time was 30 mg/dl. She treated with juice and a bowl of cereal. Customer is not returning the sensor for analysis.